Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft was implanted to treat an abdominal aortic aneurysm. The 1 month post-operative CT imaging showed the presence of a potential occlusions of the iliac limb stent graft. A re-intervention was performed to place bilateral balloon expandable stents within the iliac limbs stent graft successfully resolving the occlusion. As of the date of this report, there have been no additional patient sequelae reported.